Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion surgery (plif) at l3 due to some unknown reasons. Intra-op, the tip of the driver broke. No any fragment of the implant remained in the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual macroscopic hardness dimensional visual and macroscopic inspection confirmed approximately 2mm of instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals an angulated break with multiple ridges and stress lines. This type of damage is consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.